Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 0.85 mg/day) via an implantable pump for non-malignant pain. It was reported that last thursday ((B)(6) 2021) the pump was refilled and the wrong drug was ordered. Instead of the 10 mg/ml morphine the patient was refilled with 0.075 mg/ml (75 mcg/ml) morphine. When the new drug was entered in the programmer it was mistakenly entered as 750 mcg/ml instead of 75 mcg/ml and a bridge bolus was programmed. The bridge bolus duration was approximately 6 days and the caller noted that the bridge still had 27 hours remaining as of the time of the call. The caller stated that they plan to fill the pump today with the correct 10 mg/ml concentration.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the 8840-clinician programmer (serial number not provided) was used at the time of the event. The issue has been completely resolved.

Manufacturer narrative:
Continuation of d10: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician h6. Eval code conclusion code: d14 was updated/corrected to d12. F15 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.